Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic on 6-8 posterior capture broke. No surgical delay.